Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer experienced the high blood glucose. The customer¿s blood glucose was 504 mg/dl. The customer declined the high blood glucose troubleshooting. The customer stated that the insulin pump has gone crazy and screen stated that reservoir and tubing, rewind. Delivery was stopped and insulin pump was reset. Whenever customer hits ok and never exits the reservoir and tubing process. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with blank display and constant tone due to moisture damage on the electronics assembly. Unable to perform all functional testing including the operating currents, self test, rewind and displacement test due to blank display. Device received with moisture damage motor, vibrator and battery tube assembly.